Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd q-syte¿ leaked, had flow issues, and air in the line. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via post market survey that there were reports of localized infections (6), flow rate slow (5), flow rate occluded (10), leakage (10), and air bubbles / air in line (5).

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that unspecified bd q-syte¿ leaked, had flow issues, and air in the line. It was reported via post market survey that there were reports of localized infections (6), flow rate slow (5), flow rate occluded (10), leakage (10), and air bubbles / air in line (5).